Event description:
The account alleged the side rail will not stay in the latched position. No patient impact.

Manufacturer narrative:
The technician found the side rail is missing the pivot screw. The technician replaced the side rail pivot screw to resolve the issue.